Event description:
In 1993, the cryopreserved pulmonary valve in question was implanted into a patient with a history of congenital pulmonary stenosis, regurgitation, and repair of severe tetralogy of fallot (1988). At three years post-implant, the patient was minimally improved with moderate regurgitation/insufficiency of the pulmonary valve. In 2000, the recipient underwent replacement of the homograft with another cyropreserved pulmonary valve due to structural deterioration and outgrowth.